Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional event information. Patient identifier - requested but not provided. Age & date of birth - requested but not provided. Sex - requested but not provided. Weight - requested but not provided. Ethnicity - requested but not provided. Race - requested but not provided.

Event description:
Additional information was received on 5/23/2018. The procedure being performed prior to use of the angio-seal was a pci (percutaneous coronary intervention). The sheath size used was a 7 wrench.

Manufacturer narrative:
One 8fr angio-seal sts plus carrier assembly was returned for evaluation. No other accessory components were returned. The bypass tube was displaced proximal to its manufacturing location and the anchor was exposed. The carrier tube assembly was subjected to visual inspection. The collagen had slightly expanded. No other anomalies such as deformation to the anchor were noted. The length of the bypass tube measured to be 0.6590" and inner diameter on the distal side measured to be 0.110. All measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. The anchor was manually pulled and the suture unwound as intended and tamper tube and collagen were released. No anomalies were noted. Angio-seal sts ous IFU was reviewed and the following instructions state: "using sterile technique, remove the angio-seal device contents from the foil package by opening the package at the arrow indicator, taking care to pull the foil seal apart completely before removing the angio-seal device." Per the returned device, the allegation by the complainant could not be substantiated since no anchor or collagen had exited the device. The complaint can be confirmed for the bypass tube being dislodged. No other visual or dimensional anomalies were noted on the returned device. Past complaint history has shown that if the polyfoil pouch is not opened completely per the IFU then the bypass tube can dislodge. As the polyfoil pouch was not returned, no definitive conclusion can be made regarding the cause of the bypass tube dislodgement. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, information yet to be received. Age & date of birth - requested, information yet to be received. Weight - requested, information yet to be received. Ethnicity - requested, information yet to be received. Race - requested, information yet to be received. Lot number - unknown. Expiration date - unknown due to unknown lot number. UDI -unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio-seal device could be placed without any problems. It was reported that during removal, the anchor and collagen came out of the patient (collagen outside the arteriotomy). Hemostasis was not achieved with the device. Hemostasis was achieved by manual compression (15 minutes) and a compression bandage. It was reported that blood loss was less than 250ml. There was no impact to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information.

Event description:
It was reported that the patient was given a heparin dose. The puncture was at the right femoral artery.